Event description:
The facility's biomedical engineering dept reported an infusion pump that "failed" during pt use. The pump was reported to be infusing 5% dextrose with 0.2% sodium chloride at a rate of 35ml/hr when alarmed "occlusion." The infusion was reset by nurse and the pump alarmed "failure." The facility's risk mgmt dept stated that no pt injury or need for medical intervention had been reported. Despite baxter's efforts to obtain add'l info from reporting facility, details were not available regarding pt's demographics, diagnosis, or status, type of failure, or set up of the infusion device.